Manufacturer narrative:
The event of lead migration was reported to abbott. The patient underwent a full system replacement. Both leads were replaced due to lead migration. The ipg became inoperable and was replaced. Therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.